Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The hard drive was replaced, and the software reloaded. The brightness and contrast was adjusted on both screens. The sys was tested and operates as intended.

Event description:
The customer reported that the 6800 sys locked up, and the image quality was poor. No pt injury was reported.